Event description:
It was reported that the patient was awoken from their sleep by their roommate, who was concerned about their alarming system controller. Emergency medical services were called and upon arrival the patient appeared to be ill-looking. The patient's batteries were changed by the medical service personnel, but their system controller continued to alarm. The driveline was reconnected to the system controller upon arrival to the emergency department which resolved the alarm. Upon further interrogation, it appeared that the system controller displayed a driveline disconnect message. Log files were submitted for review. The event log file captured that the driveline was disconnected on (B)(6) 2025 at 4:45:32 and the pump stopped. There were low power advisory events just prior to the driveline disconnect. The low power advisories were due to normal battery depletion. The driveline was reconnected on (B)(6) 2025 at 5:36:34. The pump was off for a total of 50 minutes and 30 seconds. The pump operated as intended throughout the remainder of the log file with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the driveline disconnect was not identified and the patient suffered no adverse event due to this event. Patient was said to be currently at home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log files. On (B)(6) 2025 at 04:46:32, the driveline was disconnected. On (B)(6) 2025 at 05:36:34, the driveline was reconnected, and the pump ramped up to speed without issue shortly after. There were no other notable events captured on the reported event date in the log file. The provided information indicated the patient was awakened from sleep by their roommate due to the alarms. The batteries were changed without resolution to the alarms. After the driveline was reconnected, the alarms resolved. No adverse events occurred due to the pump stop and the cause of the driveline disconnect has not been identified. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22dec2021. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.